Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device was used to retrieve a large stone measuring 2.5 cm. The stone was too big so it needed to be crushed. Attempts to crush the stone via mechanical lithotripter failed as the handle broke (rather than the stone or the wire). The bare cannula was removed leaving the basket wire in situ. The free wire was attached to the soehendra lithotripter, but again, attempts to crush the stone or break the wire around the stone failed. The wire was left around the stone in the distal common bile duct. The patient was transferred to or for an emergent laparotomy for cholangitis and the removal of the stone and basket. Reportedly the patient has recovered from the surgery without complications.

Manufacturer narrative:
A visual examination found that only part of the basket assembly was returned. The handle cannula, basket and basket tip were not returned. The four basket wires were found to be broken in the distal direction from the crimp sleeve, and the proximal end of the pull wire was curled and wound most likely from being placed in the sohendra device. The pull wire was also found to be kinked in multiple locations. No functional testing could be performed to the complaint device due to the condition it was received. The condition of the returned incident device was consistent with the complaint. It is possible that the basket wires broke due to a tortuous path inside the patient or due to the size of the stone to be crushed, therefore the most probable root cause is considered operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
Concomitant medical product - soehendra handle.(B) (4)- no code available (surgical intervention required). (Tip won't detach)the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B) (6) 2010. According to the complainant, during the procedure, the device was used to retrieve a large stone measuring 2.5 cm. The stone was too big so it needed to be crushed. Attempts to crush the stone via mechanical lithotripter failed as the handle broke (rather than the stone or the wire). The bare cannula was removed leaving the basket wire in situ. The free wire was attached to the soehendra lithotripter, but again, attempts to crush the stone or break the wire around the stone failed. The wire was left around the stone in the distal common bile duct. The patient was transferred to or for an emergent laparotomy for cholangitis and the removal of the stone and basket. Reportedly the patient has recovered from the surgery without complications.